Event description:
It was reported that the remote monitor was shutting off. New batteries installed with the same result. Transmissions have been completed previously. A new monitor has been ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found contamination on the storage lid and bottom housing. It was noted that there were no electrical anomalies, the monitor powers up and was functioning normally.

Event description:
It was reported that the previously working remote monitor shut itself off and the battery indicator light came on, even with fresh batteries. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.